Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming high ext ppeak after power up and failed the extended self-test (est). There was no patient associated with this event.